Event description:
It was reported that the patient contacted the hospital after receiving inappropriate high voltage therapy due to noise on the right ventricular channel. The device also exhibited loss of capture, high, out of range impedance, and loss of sensing on the right ventricular channel. The patient reported having fallen the day before. A connection issue was suspected. The device was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
(B)(4). The reported field events of noise and inappropriate high voltage therapy were confirmed in the laboratory via review of the stored egms. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported field events could not be determined.